Manufacturer narrative:
Product complaint # (B)(4). Date of event: publication year of 2000. Batch # unk. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
It was reported via literature entitled: distal pancreatectomy using the harmonic scalpel. Author : hiroyuki sugo, md, youshi mikami, md, fumio matsumoto, md, hidenori tsumura, md, yozo watanabe, md, and shunji futagawa, md. Citation: doi: 10.1067/msy.2000.108379. The harmonic scalpel (ethicon) is a new surgical instrument for cutting through coagulation with ultrasonic energy. In this article, the authors described the experience of dividing the pancreas parenchyma by using the harmonic scalpel (ethicon) to prevent a pancreatic fistula in a distal pancreatectomy. Between april 1998 and july 1999, a total of 13 patients (age range: 50 to 81 years old) underwent a distal pancreatectomy in which the harmonic scalpel (ethicon). During the surgical procedure, the pancreas parenchyma was divided by using the harmonic scalpel (ethicon). Reported complication included pancreatic fistula (n-1). The technique using the harmonic scalpel (ethicon) allowed for a good resection regardless of the condition of the pancreas. In conclusion, the preliminary study suggests that the harmonic scalpel (ethicon) is useful for dividing the pancreatic parenchyma during pancreatic surgery; this technique without parenchymal suturing may reduce the incidence of pancreatic fistula.